Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the device was explanted due to a possible infection. It was mentioned the patient was taking a soaking bath and it was unknown if the wound was healed. Sometime after the bath, the ins pocket was swollen. The date of explant was unknown. No further complications were reported.